Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop resulting in a ¿replace battery¿ alarm. There was no battery cap returned and all testing was performed with a test battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked in the threads area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was additional evidence of moisture contamination inside the pump on the battery canister and on the power flex cable. The current draws were within specifications. There was no evidence of "excessive pump temperature" duplicated during the investigation. Unrelated to the original complaint, the pump case was found to be cracked. Additionally, the vibrate motor was found to be unresponsive during the alarm sequence. The motor was attached to an external power supply and the vibrate motor was unresponsive. It was concluded that there was a vibrate motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. Reportedly, the pump was exposed to salt water and moisture or corrosion was evident in the battery compartment. Damage to the battery compartment was also noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.